Event description:
The video telescope was returned to olympus for repair showing a purple image. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to an olympus regional repair center in japan. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
Correction to g2 to add the foreign country japan. Correction to h3, the subject device was returned and evaluated. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and during the device evaluation the customers complaint was confirmed, the cause of the image defect was determined to be a faulty charged coupled device. It could not be confirmed if the user carried out the white balance according to the instructions for use. The following defects were also noted: cracking of the cover glass was confirmed on the light guide connector of the cable unit. It is likely that it was caused by external forces such as improper handling, impact, and dropping. Twist of the cable unit protection hose. It is likely that this is due to wear due to deterioration over time. Damage of the fiber at the distal end of the outer tube was confirmed. It is likely that it was caused by external forces such as improper handling, impact, and dropping. Olympus will continue to monitor field performance for this device.